Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 400 mg/dl and a bolus was delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer changed the infusion set site and resumed insulin delivery. Tandem technical support advised the customer to discuss the high bg with a healthcare provider. The customer acknowledged the information.